Event description:
A patient in (B) (6) reported to fisher & paykel healthcare ("fph") via a distributor that the 900hc506 reusable heated wall tubing ("the circuit tubing") melted whilst being used at home. Fph made further inquiry and was informed by the distributor that the circuit tubing was used in conjunction with the hc500 humidifier for 24h each day and that it was placed on top of bedding. It is not known how long the circuit tubing has been in use overall. No pt consequence was reported.

Manufacturer narrative:
(B) (4). The circuit tubing is currently en route to the manufacturer for investigation. No results and conclusions are therefore available at present. A follow-up report will be prepared and forwarded as soon as the device has been returned and investigation results become available. There are no previous complaints for this device.